Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 22 mg/dl at the time of incident and the customer was treated with orange juice and the ambulance came and monitored customer until customer's blood glucose value got up to 90 mg/dl and they left. The customer declined troubleshooting for low blood glucose. Customer reports they hits the esc button and it shows three dotted lines and a flashing solid line. The insulin pump will not be return for analysis.